Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator attempted to charge to 150 joules with a test load, but showed a device error message. There was no pt involvement.